Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s high blood glucose level was over 432 mg/dl and low blood glucose value was 80 mg/dl. The customer¿s other blood glucose was 374 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with food. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer did not allege insulin pump was under and over delivering. Customer did not use auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device received with cracked case corner of belt clip rail, cracked case(battery tube) and faded serial number label. (B)(4).